Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the returned meter on the label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. The customer was not able to perform blood glucose testing after the issue occurred. There was no record of completed test in the logbook. The units of measure changed from mmol/l to mg/dl. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
An advocate from germany contacted on behalf of his son to report that their contour next link 2.4 meter was automatically reset after which the units of measurement changed from mmol/l to mg/dl. Additionally, the only language options available on the meter were english and spanish. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.